Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the end of the retrograde drill was broken. It is unknown when the event happened relative to surgery. A backup device was available to complete the procedure. There was no surgical delay, and no further complications were reported.

Event description:
It was reported that the end of the retrograde drill was broken. It is unknown when the event happened relative to the knee ligamentoplasty procedure. A backup device was available to complete the procedure. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
Additional information in a2, a3 and a4. B5 was updated. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The retrograde bit is fractured at the distal end across from the actuator wire connection. The actuator wire is connected to the grey slider and the actuator wire is connected to the fractured retrograde drill. There is debris on the device. A functional assessment of the device found the retrograde bit is unable to deploy correctly due to the fracture at the distal end across from the actuator wire connection. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.